Event description:
Additional information was received from the patient (pt) and it was reported that the patient was told the 3rd implant would be so much better, but it was worse and the implant died in a week. Pt said the surgeons started "messing with the wires" and it started hurting them really bad. Pt said they were in terrible pain. Pt said now they don't have an implant device at all because they asked the surgeon to take it out, and they didn't want to go through a 4th implant replacement surgery. Pt said they are in excruciating pain because the surgery went wrong. Pt said they should be compensated for having three surgeries to have the replacements and wires removed from their body. Pt said they don't believe anyone is taking responsibility. Pt said they are still hurting from the surgery because the surgeries were back to back, because the surgeon cut in the same place and they weren't even healed. Pt said their body was in shock and in terrible pain. Pt feels that the manufacturer is responsible to pay for pain and suffering. Pt said they were promised a better device. Pt said they do want another pain stimulator, but they don't trust the manufacturer anymore. Pt said to ask the hospital for their records. Pt said they pretty much don't go anywhere because of the pain. Pt said that the ladies who tried to get their implant to work could not get the device to charge or work at all. Pt said that the lady was getting frustrated because the pt kept calling her. It was asked if pt could recall the names of the manufacturing representatives (rep)s they worked with, and the pt said they could not, only that they worked with 3 different people. Pt said the ladies got very frustrated with them, but it was not their fault. Documented information on the call and told pt that information would be shared with patient relations.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, lot#/serial#: (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the date of the surgical procedure wasn't specified. The patient didn't specify when the pain started. The cause if the ins not working was uncertain. The rep noted that the patient did not disclose pain at battery site, only pain from the ins being turned off when she tried to connect to the programmer, which was in end of service (eos). Scheduled a meeting for 10/15 initially with the patient and provider to troubleshoot. I spoke to the patient and her husband over the phone about device issues. Patient sent picture of her eos via telephone after the call on 10/9/2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that on (B)(6) 2020, the patient started having pain at the implanted neurostimulator (ins) and the patient reported the ins had stopped working after having an unrelated surgery. The rep reported they would be meeting with the patient on (B)(6) 2020 to check the device.